Event description:
As reported via medwatch mw5104636: patient presented for a right total hip arthroplasty, at conclusion of case, it was noted that a piece had broken off of the pin adapter. All pieces were retrieved and accounted for.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device evaluated by manufacturer: not returned.